Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of low blood results. Customer's expected blood results are 105-157mg/dl fasting. Customer states that he feels well and requires no medical attention. Verified the strips expire 03/24/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 97mg/dl and 81mg/dl fasting. Reviewed meter memory: 222mg/dl, 01:09:00 pm, fasting: yes; 241mg/dl, 01:09:00 pm, fasting: no; 121mg/dl, 06:30:00 pm, fasting: yes; 305mg/dl, 01:09:00 pm, fasting: yes; 200mg/dl, 01:30:00 am, fasting: yes. Meter time and date not set up correctly, customer could not identify date from memory and could only provide the time. The result in question is 91 mg/dl fasting (B)(6) 2015 at 8:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation and product evaluation is complete. Foreign material found on strip connector. The most likely underlying root cause of malfunction: damaged/dirty strip connector.

Event description:
Consumer complaint of low blood results. Customer's expected blood results are 105-157mg/dl fasting. Customer states that he feels well and requires no medical attention. Verified the strips expire 03/24/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 97mg/dl and 81mg/dl fasting. Reviewed meter memory: 1:222mg/dl 01:09:00 pm fasting:yes. 2:241mg/dl 01:09:00 pm fasting:no. 3:121mg/dl 06:30:00 pm fasting:yes. 4:305mg/dl 01:09:00 pm fasting:yes. 5:200mg/dl 01:30:00 am fasting:yes. Meter time and date not set up correctly , customer could not identify date from memory and could only provide the time. The result in question is 91 mg/dl fasting 06/17/2015 at 8:00 pm. Adverse event not reported.